Manufacturer narrative:
Additional information received on 10/07/2020: update implant date, initial reporter, product ID and lot information.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the resurfacing femoral and stem extension broke at junction. Revised to distal guardian. Original surgery 2010.